Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed failure analysis investigations. Failure analysis found the instrument to have a broken grip at the grip base. Pieces measuring approximately 5.00mm x 12.00mm and 4.15mm x 4.73mm were found to be broken off. The broken pieces were returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument gripper broke off into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigation.